Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence bladder suspension. It was reported that the patient underwent a mesh revision on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 and mentor aris tape was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystometrogram, pelvic exam under anesthesia, vaginoscopy, cystoscopy plus dilation, bladder distention under general anesthesia to rule out interstitial cystitis, urethral dilation, and meatal urethrotomy; due to incompetent mid-urethral sphincter, fibrosis, and stenosis of urethral meatus. The patient underwent vaginal reexploration, urethrolysis, insertion of a new mentor aris tape over and underlying the original mesh, movement of the mentor tape more towards bladder neck by additional suburethral dissection, irrigation with liters of antibiotic solution, and three layer closures on (B)(6) 2007.